Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Tandem technical support (tts) provided pump reset information. Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer. No additional information was provided. The customer's blood glucose was 110-113 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.